Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose results was 110 mg/dl, this was the only result that was provided. Tests were done within 10 minutes. Pt cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.